Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), hypersensitivity ("allergic reaction"), headache ("headaches"), swelling ("swelling") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, hypersensitivity, headache, swelling and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, headache, hypersensitivity, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, abdominal pain, back pain, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, headache, hypersensitivity, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.